Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 331 mg/dl and a correction bolus was successfully delivered to address the bg level. Troubleshooting was performed and an occlusion alarm did not occur during a test bolus delivery while the customer was disconnected from the pump. Additional troubleshooting was declined by the customer. The customer declined to remove their infusion set site to inspect the cannula for any damage. Reportedly, the customer continued to use the pump for insulin therapy and had insulin pens available if needed.